Event description:
A healthcare professional reports results higher than reference on protime microcoagulation system. Protime generated inr 6.8 and lab generated inr 3.2. Pt treatment based on lab results. Cuvette lot number not provided. Pt's therapeutic range: 2.5-3.2. No adverse event reported.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated.